Event description:
It was reported that during firing echelon powered with ecr60d tissue slipped from the jaw and staples were totally not formed or malformed. The surgeon claims that the blade pushed the tissue forward. At the end they had a huge bleeding. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023. Batch # unknown. Additional information was requested, and the following was obtained: ¿ what was the procedure? Mini bypass. ¿ what was the indication for surgery? Bariatric surgery-morbid obesity case. ¿ what was the total estimated blood loss (ml)? 100 ml. ¿ was a transfusion required? No. ¿ how was the bleeding addressed? With firing another cartridge and over suturing it. ¿ what was the pre and postoperative anti-coagulant and pain management protocol? None. ¿ was this the first or subsequent firing? Third one. ¿ what type of endocutter device was used? Manual or powered? Powered. ¿ was the device fired using pulse or continuous firing? Continuous. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.